Manufacturer narrative:
The insulin pump had no button response due to a flattened dome switch on the act button. Moisture damage also noted on the keypad traces. No unexpected weak battery alarms noted when battery was inserted. Unable to confirm unexpected battery out limit alarms due to keypad anomaly. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 230 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.